Event description:
Healthcare professional reported "rupture". Later, healthcare professional clarified there was no rupture and reported "capsular contracture baker grade IV". This record is for the left side. Device was explanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV additional, changed, and/or corrected data: b.5., h.6., h.11.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture". This record is for the left side. Device was explanted.